Manufacturer narrative:
No UDI information is available, serial number is unknown. The arjo device was used with an OEM agencinox reacher (consisting of a rod and a hook). The reacher rod was not disconnected after attaching the ceiling lift to the rail, as required. Consequently, during the movement of the ceiling lift, the magnetic connection failed, and the reacher handle detached and fell. No issue with the arjo ceiling lift was claimed. The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
The customer representative (pharmacist) reported that the reacher rod, which is part of an accessory used to facilitate attaching the ceiling lift during installation, detached from the magnet (part of the reacher) and fell. The accessory is used with the maxi sky 440 (arjo ceiling lift). The event occurred during patient transfer; no injury was reported. No malfunction of the maxi sky 440 device itself was reported.